Event description:
The implant kit was shipped to the hospital with the incorrect outer box label. The label contained the incorrect serial number and patient information. The correct product was provided. The issue was identified upon receipt and the product was returned. Surgery has not occurred.